Manufacturer narrative:
The controller was returned or evaluation. The controller passes visual inspection but initially failed pmc upgrade and generated a "controller fault" alarm during functionality testing. Both uic and pmc software had uic and pmc versions. The failure was during the pmc upgrade. However, when the controller was connected on a bench setup and flashed with a usb containing the flash codes the unit was successfully upgraded to pmc version u0.04. The inability of the controller to initially perform the upgrade on the pmc was most likely due to a temporary corruption of the pmc application. Review of the log files also confirmed the pmc application corruption from the error code that was generated. In addition, the real time clock (rtc) was reset to zero. When the date and time were set to actual time and the internal battery (bt2) was adequately recharged, the controller was able to keep accurate date and time. The rtc was most likely reset to zero because the controller had not been connected to external power for extended periods and its internal coin cell battery had run down. The controller performed as expected after the pmc upgrade. An smr upgrade was performed on this controller. The inability of the controller to initially perform the upgrade on the pmc was most likely due to a temporary corruption of the pmc application. Per instructions for use (IFU): the instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the controller failed after the "pmc" update. The update was not possible even after reset and retry. After retrying the controller continued to have "controller fault" alarms. The controller was exchanged without consequence to the patient.  No further information was provided.